Manufacturer narrative:
There was an allegation of additional questionable elecsys troponin t hs results from the cobas e 801 analytical unit. Example 3 initial result was 3 ng/l, and the repeat result was 7.6 ng/l. After plasma separation and new centrifugation, the repeat results were <3 ng/l and <3 ng/l. Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. Example 1 initial result was 12.3 ng/l, and the repeat result was 9.25 ng/l. After plasma separation and new centrifugation, the repeat result was 7.5 ng/l. Example 2 on (B)(6) 2025, the initial result was 73.4 ng/l, and the repeat result was 208 ng/l. After plasma separation and new centrifugation, the repeat result was 74.7 ng/l.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.